Manufacturer narrative:
In the returned state, the lead had been cut through 45 cm distal of the tip electrode. A thread was tied to the lead body, and an explantation instrument set was stuck in the distal fragment. There was no proximal fragment with serial number available for analysis. The returned fragment was extensively analyzed. During the visual inspection, multiple signs of abrasion were found along the lead body. Especially in the distal area of the lead, the insulation was found to be damaged. This damage is with high probability the cause of the oversensing complained about. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Substantial lead movement should be considered as the cause. Additional damage, such as cuts in the insulation 24 cm proximal of the tip electrode, the fractured rope conductor to the ring electrode 7.5m cm proximal of the tip electrode, and the deformed proximal and distal shock coil was probably caused during the extraction the manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approx. 166 months after the implantation the patient received inappropriate shocks due to ventricular oversensing. Apart from the shocks no further patient side effects were reported.